Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. The customer's blood glucose ranged from 400 ¿ 600 mg/dl and experienced vomiting. Customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Customer attempted to self-treat with a manual injection and correction bolus via pump, however at the hospital they were treated with intravenous fluids of saline and insulin. Customer was released on (B)(6) 2023 with issue resolved. System check was performed with tandem technical support and no issues were identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.